Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0437279v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. (B)(4)

Event description:
The consumer reported that they had hernia surgery and reported immediately after the surgery that there was leaking. Immediately following the surgery, the patient started leaking and it got progressively worse. At the same time, the patient's battery was starting to go down. The implantable neurostimulator (ins) was replaced on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction /sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.